Event description:
During lock line removal the clip had opened while locked to approximately 60 degrees.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided video was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported unintended movement (clip opening while locked) could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The provided fluoroscopic video was reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "one (1) fluoroscopic video (denoted "cowl - pre arm angle") of the reported device was provided. The video was taken prior to deployment (mechanical separation): the delivery catheter (dc) shaft is extended, the clip is attached to the dc shaft, and the clip appears to be in the fully closed position, potentially closed to an arm angle < 10° based on the tip-to-tip distance (no visible space in between the tips of the clip arms). There is no visible clip arm movement or apparent change in the state of the device during the video. The reported cowl during lock line removal cannot be confirmed. There are no other observations based on the video provided."

Event description:
It was reported that a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. Pre-deployment establish final arm angle (efaa) was completed with a triclip xtw. The arm positioner was on the closed side of neutral when the deployment sequence was started. During lock line removal the clip had opened while locked. The clip was closed and the procedure continued to deployment efaa. The clip passed efaa and stayed closed post-deployment. Per the physician, the clip possibly opened during lock line removal due to a pulling motion on the leaflets, causing the valve to dilate. One more triclip was implanted and the mr grade was reduced to grade 3. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.